Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm and that the pump suspended delivery prior to contacting tandem technical support. The contact stated they experienced this occurrence on multiple occasions. The customer's blood glucose (bg) level was 269 mg/dl and a bolus was delivered with the pump to address bg level. During troubleshooting with tandem technical support, the customer was educated about the auto-off safety feature and to check with their healthcare provider before modifying setting.